Event description:
Customer reports one incident of blood leak on psn 210 dialyzer. Blood leak occurred approx twenty mins into treatment and was noted on blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported by customer.